Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose and insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 539 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer was offered troubleshooting but. Customer was not want to continue. The insulin pump will be returned for analysis.